Manufacturer narrative:
Result of investigation: the unit was field serviced by a third party. However, reported failure could not be duplicated. Turbine manifold assembly was replaced as a precaution, and calibration and all checks recommended in the service manual were completed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device was hooked on a patient when expiratory tidal volume and tidal volume readings were dashes on the lap top ventilator 1000. The customer also reported that the ventilator was swapped out. The customer confirmed that there was no patient harm associated with the reported event.